Event description:
The complainant has reported that a female underwent a therapeutic procedure to place a polyflex esophageal stent to treat a 10mm benign esophageal stenosis in 2006. Prior to the intended stent placement, the physician performed a balloon dilatation. During the deployment of the stent, the stent "slipped away from the stenosis to lower esophagus". A snare and forcep were utilized to remove the stent. The pt was hospitalized due to "mild pain in the chest" and to receive antibiotics. Pt discharged to home and is now reported in "excellent condition".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.